Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had multiple health issues this year. They wanted to rule out the spinal cord stimulation system so they were planning on a complete explant which was scheduled for (B)(6) 2017. It was noted that the patient was alive with no injury as of (B)(6) 2017. The issue occurred during normal use. The rep was to obtain further information from the hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating the patient was getting great stimulation for the first few months however during a pool work out, they moved a certain way and lost feeling in their legs. After a few days the feeling in their legs came back however since then the stimulation started to hurt. The patient also stated the leads were painful in their back and when it was cold outside the battery site would have a dull ache. The x-rays showed the lead did not move since implant and there were no high impedances when tested. The manufacturer representative does not know whether the patient's health issues were resolved after explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.